Event description:
The catheter was inserted for obstetric use. Later it was determined that the patient required a cesarean section and when the physician tried to remove the catheter, it separated and the distal tip remained in situ. An x-ray located the piece of catheter outside the epidural space. It has not been decided whether or not to remove the piece of catheter. There were no reported patient complications.

Event description:
It was reported that the catheter was inserted for obstetric use. Later it was determined that the pt required a cesarean secton and when the physician tried to remove the catheter, it separated and the distal tip remained in situ. An x-ray located the piece of catheter outside the epidural space. It has not been decided whether or not to remove the piece of catheter. There were no reported pt complications.